Event description:
It is reported that the ring inside the shell trial broke during trial.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: one returned liner has a fractured ring, shell not returned. The other liner was returned without the ring. As returned, the locking ring has broken on the provisional. The provisional had a potential field age of 15.5 years at the time of return. The device was dimensionally analyzed and found to be within specification where measured. Another provisional was reported. However, it was not returned, so the condition cannot be ascertained. Fracture of the locking ring may be a result of (but not limited to): excessive force or severe angle of insertion and/or removal of the provisional head, removal of the locking ring at any time during usage/cleaning, material becoming brittle due to cleaning/autoclave process, improper usage, and/or device fatigue due to usage overtime. Eval: review of the device history records did not find any deviations or anomalies. Review of the device history records for one of the liners was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated.